Manufacturer narrative:
One ampere¿ rf ablation generator was received into the lab for analysis. Visual inspection of the returned rf generator confirmed all input/output connector ports are free of physical damage, all labels are intact & legible, and normal wear was indicated on the chassis body. When power was applied to the generator, normal boot up sequence was observed & all touch pad controls functioned normally with no error messages displayed. All connector ports were tested for functionality, numerous catheter codes were manually applied, various impedance & temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen, and no abnormal changes to the displayed values were observed when rf testing was performed. Review of the engineering log files revealed a failed power on self-test leading up to the reported event date specific to the controller board assembly but was unable to be reproduced during investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, root cause of the field reported event citing a displayed generator malfunction error or abnormal impedance values could not be conclusively determined as the returned ampere generator functioned as anticipated throughout investigation.

Event description:
During an ablation procedure the generator displayed a 999 impedance reading. Troubleshooting was unable to resolve the issue, so the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
Corrected data: d2.